Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she had a blood glucose level over 600 mg/dl the night before the call. Customer administered a manual insulin injection, but her blood glucose level remained over 600 mg/dl. Customer reported that her blood glucose level eventually dropped to 570 mg/dl, then 233 mg/dl by the time she went to bed. However, customer reported that her blood glucose level was over 600 mg/dl at the time of the call. Customer reported experiencing polyuria, thirst, and nausea. During troubleshooting, review of the insulin pump's alarm history showed that a no delivery alarm had been returned within the last week. Customer also reported being under a lot of stress recently, which may have contributed to her high blood glucose level. No further information was provided.